Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fracture) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant the stent from a trabecular microbypass stent system into the patients right eye (od). Per report, the stent was removed from the eye intraoperatively and a back-up device was used to complete the procedure. There was no report of patient injury, and the report noted patient eye movement contributed to the event. Additional information has been requested.

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated four (4) times and no stents were found. The trigger button motion was functioning as intended. The injector¿s frontal components were found bent. This finding may have occurred due to how the device was shipped back or during the surgical procedure as reported. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection found no other non-conformances related to the reported event. The customers reported issue of the bent trocar tip was observed, however the tip of the trocar was not broken. Based on these findings, the root cause of the reported issue was not conclusively identified. Of note: the additional information received through the device evaluation was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Manufacturer narrative:
B7: race noted as chinese the device has been returned to glaukos for evaluation, and the investigation is ongoing. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. The report reiterated that the patient sudden eye movement secondary to intraoperative pain sensation (transient) contributed to the reported event. There was no adverse impact to the patient, without any interventions required and the event was noted as resolved.